Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced the insulin pump was not working and alleged insulin pump was not delivering the insulin. Initially blood glucose was over 200mg/dl followed by 300mg/dl. Customer ran a self test and got pump error 63 initially. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.